Event description:
In 2003 as telephone call was received from the contact stating that an aortic valve replacement was currently being performed. The surgeon was using a rongeur on ventricle above aorta and the instrument broke and operating team was unable to determine if a piece was missing. The design of the instrument was discussed and the contact was informed that without examining the instrument it would not be possible to determine via the telephone if the reported piece was missing, however there may be a possibility that a pin may be missing. In 2003 the regional manager contacted the customer and explained she would like to come and evaluate the instrument on site. The customer reported the instrument had already been sent out for repair. The instrument was sent to aesculap since this account has a stand alone contract for the operating room instrument repairs. The customer stated operating team has three valve trays and all three trays contain one takahashi ronguer. The instrument was sent out for repair immediately because there is no replacement available. The customer was not able to provide any further description of the instrument's condition and advised that manufacturer contact user facility for any further details on the instrument. Further information was received from the customer in april 2003; no patient injury was reported. The customer had determined "an internal pin had been worn and slipped out" which possibly occurred during processing.